Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device had missing end cap sticker and cracked end cap.

Event description:
The customer reported that the insulin pump alarmed motor error several times during the bolus delivery. The blood glucose reading was 358mg/dl. Troubleshooting was performed. The device was not exposed to a high magnetic field. Assisted the caller to run the displacement and self test and passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.